Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump did not show cartridge empty message but there was no insulin in the cartridge. Caller stated the next time the cartridge was empty, she had the low cartridge warning but the pump never showed cartridge empty. No adverse event reported. Requested return of the alleged device for evaluation.